Event description:
Supplemental report submitted due to completion of investigation on 05-jun-2025.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 05-jun-2025 device evaluation 1 unit of lot c2138503 of zilbs-635-10-8 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 15 august 2024. Observations from the lab evaluation were as follows. Handle not deployed kink noted directly below handle severe kink/ break / fraying with metal coil exposed at approx. 28cm from white distal tip severe curvature noted at 14cm to 16cm from white distal tip. Stent strut protruding approx. 2cm from white distal tip. Device flushes with no issue. 0.035" wire guide passes through device as intended. Unable to deploy stent. The reported failure was observed. Manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0065 which accompanies this device instructs the user to; "visually inspect the device with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use the device¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0065). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the patient¿s anatomy possibly being tortuous or if the device was bent around a tight angle in the patient¿s anatomy. These could have caused some resistance during the stent deployment process which may have led to the stent perforating the outer sheath as observed in the lab evaluation. The other damage to the device observed during the lab evaluation may have been caused during the attempt to deploy the stent both inside and outside the patient and may have been further expounded during the returns process summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Another device was used to complete the procedure. Complaints of this nature will continue to be monitored for similar event.

Event description:
Metallic stent did not open during ercp, neither after the procedure when tried outside the patient. It was necessary to use another to complete the procedure. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: requested.

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.